Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 10.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced ten infusion sets cannula kinked events on (B)(6) 2024. Events were occurred within 3 or more hours after insertion. Infusion sets were in use up to 3 days. Blood glucose level was 536 mg/dl at the time of the events. Patient first went to emergency room and later was hospitalized on (B)(6) 2024. Patient was then admitted to intensive care unit. Patient was found positive for moderate to high ketones level. Patient was treated with intravenous (IV) and fluids of saline and insulin. The duration of hospitalization was 2 days. Patient was released from hospital on (B)(6) 2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.